Event description:
Boston scientific cardiac rhythm management (crm) received information that this transvenous right ventricular (rv) lead was exhibiting progressive increases in pacing impedance over the last several years. Over the last 6 years, the lead's pacing impedance measurements have increased from 838 ohms to greater than 3000 ohms. All other lead measurements are normal, and there has been no oversensing or spurious shocks.

Manufacturer narrative:
Technical services discussed that this type of rv lead can exhibit high impedances, and that the physician may want to follow the patient as long as pacing threshold and sensing remain normal, or opt to place a new rate-sense lead. A request was made to the local field representative for additional information as to how the physician plans to proceed. The local field representative was unable to provide additional detail. According to the available information, this rv lead remains implanted and in service. No additional information is available at this time. Should more information become available, this event will be updated. Additional information was received that chronic impedance measurements greater than 3,000 ohms were observed. Technical services was consulted and discussed that a fracture was likely and recommended a lead revision. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.